Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am1500, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are photos available?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture knots or the suture was unraveling. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.